Event description:
It was reported the intraocular lens was removed and replaced, due to a dislocation caused by a surgical error.

Manufacturer narrative:
The intraocular lens was received cut in two pieces with two distorted haptics. Lens met all manufacturing specifications prior to release. No other complaints for product manufactured in this lot have been received. While we were unable to determine the origin of the damage, our investigation and information received from the health professional reasonably suggests, it is not manufacturing related.